Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's health care professional called and reported that the insulin pump was over delivering. The customer¿s blood glucose level was 48 mg/dl at the time of the incident. The caller stated that the reservoir was two thirds empty but no bolus had been administered. Upon checking carelink and pump history, no insulin had been given. No further information was provided. Troubleshooting was not completed. The insulin pump will not be returned for analysis. Pending ice check for reservoir svn.